Manufacturer narrative:
Product event summary: the pscc100 pulseselect catheter with lot 0012793853 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft segment. During external visual inspection of the array and handle segments on the spiral array segment electrode(s)#1 was observed to be crushed/damaged, on the spiral array segment an inverted array was observed, on the spiral array segment the spiral array pebax tube was observed to be twisted, on the spiral array segment the guidewire lumen was observed to be kinked at 3.63 in from the distal tip, an on the handle segment the capture device was removed. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. During verification of steering mechanism, deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. During verification of sliding mechanism, the slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen. Electrical continuity test did not reveal any anomalies. In conclusion, the reported "spiral array/ array knotted" issue was not observed/reproduced with the returned catheter. The catheter failed the returned product inspection due to the inverted spiral array, the twisted spiral array pebax tube, the kinked guidewire lumen in the spiral array, the crushed/deformed electrode(s) on the spiral array, and the removed capture device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID psg100 (serial: unknown); product type: 3294-generator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, there was difficulty steering the catheter array while performing an application in the right inferior pulmonary vein (ripv). An attempt was made to retract the catheter into the sheath, but it could not be stored properly. The catheter was forcibly retracted into the sheath and removed. A knot was found to have formed in the catheter array. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.